Event description:
Healthcare professional reported left side deflation. Patient reported "breasts uneven and flappy", "one was higher and one was lower", "breasts made noise when the patient moved" all captured as unsatisfactory result. Patient also reported via legal counsel "bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future" captured as event codes of pain and various injuries. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 21/jan/2016. Continued e1 -- alternate fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: green particle material was noted in the fill channel of the diaphragm valve. Clear fluid was noted inside the device. No leakage was detected. No blockage was noted at the port hole of the diaphragm valve. Observed blue marking on the shell. Observed void >1mm in non textured, valve to shell bond area. The device was noted to be intact and functional; no device failure observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; "implant was removed and found to have a leak of the implant valve with tissue".